Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent cardiac ablation procedure with a thermocool smarttouch sf catheter and experienced cardiac tamponade that required pericardiocentesis. It was reported that during the procedure, the patient's blood pressure and heart rate dropped post ablation of the cavo tricuspid isthmus line. Physician stated that he did hear a (steam) pop during ablation of the cavo-tricuspid isthmus (cti) line. It was reported that a pericardial effusion was diagnosed via echo team after the patient's pressure dropped. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call. The catheter will be sent in for analysis. Max wattage used: 50 watts, total lesions unknown, total ablation time was 5min 32 sec, and total fluid 227 ml. No other bwi products are reported. This adverse event discovered post cti line. Physician¿s opinion on the cause of this adverse event is possibly cs placement and steam pop during cti. Outcome of the adverse event for the patient has not been clarified and reporter responds ¿effusion¿. Required extended hospitalization is unknown by reporter. Transseptal puncture was not performed. There was evidence of steam pop. The event occurred cti phase post pulmonary vein isolation (pvi). Irrigated catheter was used in the event at a flow setting of high flow. No error messages were observed on biosense webster equipment during the procedure. Force visualization features were used (dashboard, vector, visitag). Visitag module was used and parameters for stability were used (range; time; fot, tag size): 2mm, 3 seconds. Additional filter used with visitag was total time (color option) carto 3 system software version: 7.2.40.250 since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 23-mar-2023, the product investigation was completed. It was reported a patient underwent cardiac ablation procedure with a thermocool smarttouch sf catheter and experienced cardiac tamponade that required pericardiocentesis. It was reported that during the procedure, the patient's blood pressure and heart rate dropped post ablation of the cavo tricuspid isthmus line. Physician stated that he did hear a (steam) pop during ablation of the cavo-tricuspid isthmus (cti) line. It was reported that a pericardial effusion was diagnosed via echo team after the patient's pressure dropped. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call. The catheter will be sent in for analysis. Device evaluation details: visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The electrical and temperature were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device 30934904l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event is possibly cs placement and steam pop during cti; however, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that: careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The 106 failure observed could have happened after the procedure; however, this can not be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).